Event description:
Additional information received identified the patient has decided not to move forward with any further intervention at this time. Although the patient continues to have some positional stimulation, programming was able to provide effective stimulation coverage in all desired areas.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced positional stimulation, and as a result, surgical intervention took place on (B)(6) 2016 to address the issue. Following surgical intervention, the patient still has some positional stimulation and will follow up with her physician to determine if any further action is necessary to address the issue.